Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported she was experiencing pain in her side. X-rays revealed the lead was too close to her spine. As a result, the pt underwent surgical intervention at the end of (B)(6) 2013 to reposition the lead away from her spine.